Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.